Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 80% stenosed eccentric de novo lesion was located in a mildly calcified and mildly tortuous left circumflex artery. A 4.00x20mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 10 atms. A total of three stents were implanted and when images were taken at the completion of the procedure, it was noted that some of the struts on the 4.00x20mm taxus liberte' stent were fractured, but not completely separated from the stent. An additional stent was deployed within the taxus liberte' stent to cover the damaged struts. No further patient injuries or complications occurred. Patient's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.